Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. The home patient was connected at the time of the system error. The care giver stated that the home patient turned the homechoice off because of the alarm. The technical service representative (tsr) had the care giver turn the homechoice back on and the homechoice went to press go to start. The tsr reviewed the alarm log and found the system error 2240 and explained the alarm to the care giver. The tsr advised the care giver to keep using the homechoice. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.